Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Ching-cheng hsua, kuan-lin liua, b, cheng-chia lina, cheng-feng lina, hung-yi chen. "Comparison of laparoendoscopic single-site and conventional three-port total extraperitoneal herniorrhaphy", urological science, 2025, http://dx.doi.org/10.1097/us9.0000000000000052 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of a retrospective study compared the outcomes of patients who underwent inguinal hernia repair via laparoendoscopic single site total extraperitoneal (less tep) versus a three port approach between january 2019 and december 2022. It was noted that a 10 x 15cm anatomical polyester mesh or a competitor product was used in all repairs. There were 225 patients included in the study and complications were wound infection, hematoma and seroma. Two patients with seroma formation required fine needle aspiration. Additional interventions and patient outcomes were unknown. Comparison of laparoendoscopic single-site and conventional three-port total extraperitoneal herniorrhaphy: ching-cheng hsu, 2025, urological science.